Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform turned off by itself. The crew swapped out the battery with another and were able to continue therapy on the patient. There were no adverse effects reported. The battery in complaint did not display if it was charged or not. No further information was provided.

Manufacturer narrative:
The li-ion battery ((B)(4)) was returned to zoll for evaluation. Visual inspection of the returned li-ion battery was performed and found no physical damage noted upon receipt. Since the battery would not charge, the archive results could not be retrieved and downloaded. The reported complaint was confirmed. The battery fails during charge and the archive was corrupted and could not be retrieved. Therefore, a root cause could not be determined.